Event description:
It was reported that pump screen remained dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Customer worked with technical support to remove pump from case, and then arranged for replacement pump under warranty; customer planned to use multiple daily injections as backup therapy, was instructed to place pump into storage mode before return, to transfer pump settings and reconnect continuous glucose monitor to replacement device, and to return problematic pump using prepaid shipping label.